Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil was returned with the coil missing. Upon further inspection, the coil was detached from the distal coupler. The perforations were still intact, and the couplers were not separated. The advancement of the device was unable to be tested, as the coil was not returned. No other visual or functional abnormalities were noted. The reported event of coil separation was confirmed.

Event description:
It was reported that the device may have fractured. This 2x4 embold fibered device was selected for use during a kidney biopsy procedure. During the procedure, the coil became stuck in the middle part of the catheter. The coil was removed along with the catheter, and the procedure was completed with a different device. There was no patient injury. It was additionally noted that there was a possibility that it fractured at the locking section. It was also reported as it may have torn off at the locking part at the middle of the catheter.